Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer went to use the reach plaque blaster toothbrush, for dental cleaning (route- dental, lot number 7358aa, frequency and expiration date unspecified) and the handle snapped. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: a sample was not returned and a batch review was not requested as the lot number reported was invalid. Historical trending for reach plaque buster and reach plaque blaster toothbrush showed no adverse trends. This was a discontinued product. Complaint trends will continue to be monitored. The report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer went to use the reach plaque blaster toothbrush, for dental cleaning (route- dental, lot number 7358aa, frequency and expiration date unspecified) and the handle snapped. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.